Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury. Associated medwatch-reports: 9610612-2020-00604 (400486277 - fk915r) 9610612-2020-00605 (400486278 - fk914r) 9610612-2020-00606 (400486279 - fk906r) 9610612-2020-00690 (400488596 - fk915r).

Manufacturer narrative:
See b5: updated associated medwatch-reports.

Event description:
Additional information received: additional component was added to the complaint. Additional reported medical device: 9610612-2020-00690 (400488596 - fk915r). Already reported: associated medwatch-reports: 9610612-2020-00604 (400486277 - fk915r), 9610612-2020-00605 (400486278 - fk914r), and 9610612-2020-00606 (400486279 - fk906r).

Manufacturer narrative:
Batch number noted as 1520504420 (to be confirmed). Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a detachable bone punch. According to the complaint description the tips of the device bent. Specifically the sharp cutting surface is bent backwards. There was no patient harm reported. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (b(4). Associated medwatch-reports: 9610612-2020-00604 (400486277 - fk915r). 9610612-2020-00605 (400486278 - fk914r).